Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a patient that her cadd legacy pump malfunctioned and she did not hear the "no disposable clamp tubing" alarm until she felt dizzy and could not breathe. She realized that the pump was not running. After the new pump and cassette was replaced, her symptoms abated and the replacement pump was sent. The action taken with epoprostenol sodium was not reported. No adverse patient effects were reported.